Event description:
Two hundrend seven days after implantation of a 3.00x12 mm taxus express2 drug eluting stent, an in-stent restenosis ocurred. During the initial procedure, the target lesion was located in the proximal left anterior descending (lad) artery. A pre-intervention stenosis of 98% was reported. No information was reported on vessel calcification or tortuosity. After balloon dilation, a 3.00 x 12 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 0% was reported. The pt received intra-coronary nitroglycerin, heparin, and integrilin during the procedure, and integrilin post-procedure. No information was reported concerning pt complications. The pt presented 207 days after the initial procedure with chest pain and a 90% in-stent restenosis in the proximal lad. Rather than attempt angioplasty, the physician elected to send the pt to coronary artery bypass surgery due to his aggressive restenosis less than 1 year post-stent placement. The pt was reported to be doing "fine" after bypass surgery.